Event description:
The recipient was a non user of the device due to ongoing pain in the vicinity of the implant. The pain was not believed to be device related. The recipient elected to have the device explanted. The recipient was not reimplanted. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. The external visual inspection revealed that the electrode was severed in addition to tool damage and sliced silicone overmold on the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.